Event description:
A surgeon reported a pt presented with a central retinal artery occlusion two weeks following retinal surgery. The doctor requested an evaluation of the system. However, the surgery was noted as uneventful and the system performed as expected. In the surgeon's opinion, high intraocular pressure may have caused or contributed to the event and not the system.

Manufacturer narrative:
The company representative examined the system and no problems were found. The event log was reviewed and no system messages were noted. The system was then tested and met all product specifications. There is currently not enough info or evidence that correlates the systems potential contribution to the pt's development of central retinal artery occlusion (crao) at this time. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).